Event description:
It was reported via repair work order that the side rail is not remaining latched due to a broken spindle bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.